Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to the defective drive train motor brake assembly air gap being out of specification. The archive data was reviewed and contained a system error 139 (unable to hold compression position) error message on (B)(6) 2018. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. This was caused by the drive train motor brake assembly air gap being out of normal range. As part of routine service during testing, the platform was further examined and found damaged load plate cover. Additionally the drive shaft exhibits binding and resistance. These observation are not related to the reported event. After replacement of the load plate cover, drive train motor and clutch; the platform was functionally tested to full specification and passed. The autopulse platform is a reusable device and was manufactured on 13 mar 2008 it has exceeded its expected service life of 5 years, the device is over 10 years old. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported to autopulse with serial number (B)(4). Ccr (B)(4), reported on (B)(6) 2016, replaced system processor board to remedy the issue. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, upon the crew arrived to a patient in cardiac arrest, the patient was assessed pulseless and manual CPR was administered for approximately 5 minutes. The autopulse platform (sn 21832) was deployed without issue and used on a patient. Approximately a minute during patient use, the platform displayed a system error, out of service, revert to manual CPR. The crew immediately inserted a ventilation tube on the patient as well as medication to resuscitate the patient while being transported to the hospital. A return of spontaneous circulation (rosc) was not achieved. The patient arrived at the hospital after 31 minutes, where the patient was pronounced dead. The cause of cardiac arrest was not specified. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
As reported, the crew arrived on the scene in response to a patient in cardiac arrest. Upon arrival, the patient was assessed pulseless and manual CPR was administered for approximately 5 minutes. The autopulse platform (sn (B)(4)) was deployed without issue and used on a patient. Approximately a minute during patient use, the platform displayed a system error, out of service, revert to manual CPR message on the user control panel. The crew immediately inserted a ventilation tube on the patient as well as medication to resuscitate the patient while being transported to the hospital. A return of spontaneous circulation (rosc) was not achieved. The patient arrived at the hospital after 31 minutes, where the patient was pronounced dead. The cause of cardiac arrest was not specified.